Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction.

Event description:
Subsequent to the initial supplemental, a correction is required. It was reported that a detached or missing sensor wire occurred. It was indicated that the patient wore the sensor beyond it's intended use, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient wore the sensor beyond it's intended use, which is misuse of the device.